Manufacturer narrative:
Initial and final MDR (B)(4) - device 3 of 4.

Event description:
Unomedical reference number (B)(4). Event occurred in the united states. On (B)(6) 2024 patient reported that 4 infusion sets fell off during use. The infusion set was in use for 1 hour. Patient replaced infusion set and resumed insulin successfully. No further information was available.